Event description:
Title: early rupture of a tetrafluoroethylene loop due to fixation with polypropylene resulting in recurrent mitral valve regurgitation; a word of caution. The aim of this study is to report a case of a 52-year-old man presented with chest discomfort on exertion and revealed a severe mr due to a large prolapse of the a2 segment. 5-0 polypropylene (eth) was used to fixed to the a2 segment of the loops. Reported complications: 5-0 polypropylene (eth) systolic murmur treatment: was treated at the first operation using the loop technique hemolysis treatment: reoperation ruptured at the fixation site. Treatment: reoperation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j surg case rep. 2025 jun 8;2025(6):rjaf393. Https://doi.org/10.1093/jscr/rjaf393 pmid: 40486688; pmcid: pmc12145872.